Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in 2005 and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress-type urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent anterior colporrhaphy on (B)(6) 2014 due to recurrent cystocele. No additional information was provided.